Event description:
Reporter states that they did testing on pt using advantage system with result of 93mg/dl. Reporter states lab test was done 20 minutes later with result of 29mg/dl, pt was given d-50 after lab result came back and pt responded to treatment. Qcs were run 4 days prior and were in range. A request was made for return of the suspect product and a replacement was sent.